Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate when pumped and the pump bulb reportedly stayed flat. Upon explant, it was noted that there was a large hole in the right cylinder and air was found in the system. A new ipp was implanted. There were no patient complications.